Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call the blood glucose had been running high. The customer had a high blood glucose reading of 482 mg/dl. The customer treated with manual injection. The customer reported that the drive support cap appeared normal and recessed. The customer found many bubbles in the reservoir. Insulin did exit with the manual prime and the customer observed no leaks. The insertion site was not sore or irritated. The infusion set was removed and the cannula was bent. The time and date were correct and the basal rates and bolus settings were programmed correctly. The bolus history displayed all entries based on the customers recollection. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.